Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Possible models could include the sprint fidelis(6930, 6931, 6948, 6949). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety and efficacy of transvenous lead extraction utilizing the evolution mechanical lead extraction system: a single-center experience. Jacc: clinical electrophysiology. 2018; 4(2):193-200. Doi: 10.1016/j.jacep.2017.12.010. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article assess the safety and efficacy of mechanical lead extraction utilizing a new technique. The article reports patients that experienced adverse events including: system infection, cardiac avulsion or tear requiring thoracotomy, pericardiocentesis, chest tube, or surgical repair, cardiac tamponade, hematoma requiring evacuation and pericardial effusion. It was also noted that one patient experienced remnant lead malfunction. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.